Manufacturer narrative:
D10 concomitant products: lxmj44s, maryland xp inline sealer/divider 44cm (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon stated that during the laparoscopic sleeve gastrectomy, the device had no regrasp alert but with end tone and with evidence of energy delivery. The physician liked to see blanching of the tissue when activating the device but there was no visible evidence of bleeding tissue during the surgery. However, 24 hours post-operative, the patient was experiencing intrabdominal bleeding as indicated on blood tests while still in the hospital. The patient received two pints of blood. No surgical intervention and no imaging were done to control the bleeding.